Event description:
Reporter indicated that the patient is scheduled for generator replacement surgery due to suspected device malfunction. Physician indicated that the device is programmed for 5 minutes of off time, but that the device only remains off for 1 minute at times. Normal mode testing of device resulted in high lead impedance reading (dc-dc code 7 and limit), indicating that the patient was not receiving the 3.5ma output current as programmed. The elective replacement indicator was no, indicating that the generator was not at end of service. The patient reportedly still feels stimulation and reports that the device stimulates when it is not supposed to. The patient denies presence of any electromagnetic fields in the enviornment which might initiate a magnet mode stimulation. The patient also denies initiating magnet mode stimulation with magnet by accident. Physician indicates that it would be impractical to set up any type of monitoring equipment to track device on and off cycles since they are so random. During generator replacement surgery, the physician opened a model 102 generator and tried to connect it to the model 300-20 lead. The 102 generator and the 300-20 lead are not compatible and a backup model 101 generator was not available. The physician decided to leave in the old model 101 generator and discontinue the surgery.